Manufacturer narrative:
Customer contact information previously reported was for (B)(6), biomedical engineer. Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period apr 2019 through mar 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
The getinge fse that encountered the issue replaced the scroll compressor and mufflers, and the drive pressure of 420mmhg could now be achieved. Pm was completed with all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), it was found that the cardiosave intra-aortic balloon pump (iabp) had a drive regulator calibration failure. It would not go over 390 mmhg. There was no patient involvement, and no adverse event reported.